Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus element plus, mr, ous 2.5x38mm stent delivery system (sds) was returned for analysis. The manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device.. A visual and tactile examination found that there were no signs of damage to the struts; stretching or lifting. The device was returned with the mandrel inserted. The mandrel was kinked which resulted in the midsection of the stent, balloon and extrusion to be kinked. This is not related to the complaint as the kink could have only occurred after the bent mandrel was inserted into the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the manifold. There was a hypotube shaft break at 1452mm from the end of the distal tip. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking while crossing the very tight lesion. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-aug-2016. It was reported that crossing difficulties were encountered. The patient presented with chest pain. Vascular access was obtained via the femoral artery. The 90%, 32x2.75mm, eccentric, de novo target lesion, containing a lesion bend between >45 and <90 was located in the moderately tortuous and moderately calcified coronary artery. After a guidewire cross the lesion and a 2.00x10mm balloon catheter was advanced for dilatation, a 2.50x38mm promus element¿ plus drug eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube broken.